Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). Following pre-dilatation, a 2.5x38mm and 3.5x38mm synergy¿ drug-eluting stents were deployed covering the right posterior descending artery (pda). After deployment of the two stents, a 4.00 x 20 synergy¿ drug-eluting stent was attempted to be deployed overlapping with the 3.5x38mm synergy¿ stent; however, resistance was encountered. The 4.00 x 20 synergy¿ stent was removed from the patient and it was noticed that the distal edge of the stent had been deformed. After post-dilatation, the device was replaced with a synergy3.5x20mm drug-eluting stent and it was deployed successfully. Post dilatation with a 4.0mm balloon catheter was performed to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 4.0x20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent struts damaged; stretched, distorted and pulled distally. The undamaged proximal stent od (outer diameter) was measured and is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). Following pre-dilatation, a 2.5x38mm and 3.5x38mm synergy¿ drug-eluting stents were deployed covering the right posterior descending artery (pda). After deployment of the two stents, a 4.00 x 20 synergy¿ drug-eluting stent was attempted to be deployed overlapping with the 3.5x38mm synergy¿ stent; however, resistance was encountered. The 4.00 x 20 synergy¿ stent was removed from the patient and it was noticed that the distal edge of the stent had been deformed. After post-dilatation, the device was replaced with a synergy3.5x20mm drug-eluting stent and it was deployed successfully. Post dilatation with a 4.0mm balloon catheter was performed to complete the procedure. No patient complications were reported and the patient's status was good.